Event description:
Patient has experienced a rash following the implant of 2 resolute integrity drug eluting stents. Information provided confirms the patient discontinued all medication against doctor's orders. The rash is improving; patient was advised to speak to his physician.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed - device or procedural images not provided for review. Inherent risk of procedure - reaction. Conclusion: inherent risk of procedure -reaction. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).